Manufacturer narrative:
Approximate age of device ¿ 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a driveline exit site infection requiring long standing intravenous antibiotic therapy. The patient was admitted to the hospital on (B)(6) 2017 for orthotopic heart transplantation. The patient developed severe graft failure with significant bi-ventricular failure immediately post-surgery, requiring inotropic support, temporary mechanical support and hemofiltration. The patient expired from multi-organ failure on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A direct correlation between the device and the reported events could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the heart transplant was planned. The patient had been listed as a bridge to transplant. No additional information was provided.